Manufacturer narrative:
(B)(4). Visual examination of the sleeve assembly reveals significant wear from its general use. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the polyaxial screw driver breaking and falling apart intraoperatively cannot be determined. However, a potential root cause may be forces inadvertently placed on the driver during tightening, potentially at a significant angle, resulting in the poly driver breaking and falling apart during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6). We received a kit today - viigsb # 50 ¿ from rep ¿ (B)(6) ¿ in the (B)(6) territory. Kit was shipped out on 6/8/2018 on lk # (B)(6) ¿ and returned to (B)(6) on 6/18/2018. There was a note in the lk order ¿ note below. Kit viigsb returned to bridgewater dc with note: 18-june-2018, (B)(6); poly driver; part 2 of 2 broke; product complaint is in process; ds 2797-34-000n; s/n (B)(4). Sales rep confirmed device broke during procedure. No adverse consequence to the patient.